Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 10ml s/su barrel cracked. The following information was provided by the initial reporter: 10 ml syringe cracked, causing loss of samples and new punctures. Three defective units were retained, but the team reported others. Today's patient, who is difficult to puncture, lost the puncture and had to have a new one, causing pain.